Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lower limb arterial occlusion. During the procedure, resistance was met advancing the command 18 guidewire and a connect 2501t guide wire due to the anatomy. Coating delamination occurred at the distal tip of both guidewires. The physician subsequently replaced them with a new command 18 guidewire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.